Event description:
Customer called to report air bubbles in the reservoir of the insulin pump and not enough air pressure to push the bubbles out. Customer stated that the air bubbles occurred while filling the reservoir. Customer's blood glucose level was not included in the report. Troubleshooting was started but not completed as this was a past event. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected four opened/used reservoirs, and performed testing. All reservoirs passed per inspection, and no air bubble anomalies were found during analysis. Checked o-ring for defects, and none were found.